Event description:
Information was received from a patient regarding an external device. It was reported that the patient went to charge their implantable neurostimulator (ins) yesterday and the battery lights were scrolling in succession very rapidly. The patient tried hard resetting the recharger off and on the cradle, but that did not resolve the issue. A replacement wireless recharger was requested to be sent out.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the wireless recharger (s/n: (B)(6)) found no anomalies were visually observed. Patient complaint confirmed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.